Manufacturer narrative:
B5: additional information received: it was confirmed no additional imaging has been performed. The endurant cuff deployment was not attempted as it did not reach the landing zone. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endovascular aortic repair for a 47mm aortic aneurysm, there was difficulty deploying/orienting the e sbf3214c103e stent graft due to the angulation of the abdominal aorta. It was noted that infrarenal aortic neck was short, wide, angled and conical. There was mild proximal neck calcification, moderate right iliac calcification and mild left iliac calcification. A type ia endoleak was observed on final angiogram, attributed to the proximal location of the graft edge, with imaging demonstrating approximately 10mm of additional proximal seal length. The physician opted to implant a cuff as intervention. Significant difficulty was encountered advancing the delivery system for the proximal cuff ( etcf3232c49e) due to the angulation of the proximal aorta, resulting in several unsuccessful attempts to place the proximal cuff. The procedure was aborted before completion. The cause of the event was stated to be the angulation of the aorta. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Additional information received: it was confirmed no additional imaging has been performed. The endurant cuff deployment was not attempted as it did not reach the landing zone. Product analysis the reported positioning difficulty and type ia endoleak could not be confirmed based on the pre-implant films provided. However, the anatomical characteristic of the infrarenal neck, specifically its angulated morphology, which was reported to have contributed to the events, as well as the observed access vessel tortuosity, were evident in the images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.